Manufacturer narrative:
Clinical investigation: there is temporal relationship between ccpd therapy the liberty cycler/liberty cycler set and the pt¿s hospitalization for klebsiella pneumoniae peritonitis. However, there is no documentation of a liberty cycler/liberty cycler set product deficiency or malfunction causally related to the patient¿s peritonitis event. Peritonitis is a known risk and well-documented complication of pd therapy. Klebsiella pneumoniae are known flora of human skin and intestines. At this time, the source of the patient¿s klebsiella pneumoniae peritonitis cannot be fully determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow up for a separate issue, a peritoneal dialysis (pd) nurse reported this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy (since (B)(6) 2016) was hospitalized for peritonitis. Details surrounding the patient¿s dates of hospitalization and course are unknown. In a follow-up response from the patient¿s associated clinic, it was recorded the patient was experiencing abdominal pain (unknown date) and on (B)(6) 2018 a pd effluent culture was obtained which yielded cloudy appearance with growth of the organism klebsiella pneumoniae; rare gram-negative bacilli and white blood cells (wbc) count 5661. The patient warranted hospitalization (unknown date) and was treated with intra-peritoneal antibiotics vancomycin, gentamycin and cefazolin (dose, frequency and duration unknown). The pt¿s pd therapy continued and the pt. Has since been discharged (unknown date). Causality for the pt¿s peritonitis event was unknown.

Manufacturer narrative:
Correction: labeled for single use (yes), added correct plant investigation conclusion plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is temporal relationship between ccpd therapy the liberty cycler/liberty cycler set and the pt¿s hospitalization for klebsiella pneumoniae peritonitis. However, there is no documentation of a liberty cycler/liberty cycler set product deficiency or malfunction causally related to the patient¿s peritonitis event. Peritonitis is a known risk and well-documented complication of pd therapy. Klebsiella pneumoniae are known flora of human skin and intestines. At this time, the source of the patient¿s klebsiella pneumoniae peritonitis cannot be fully determined.